Event description:
There were no defects in the product. While preparing to exit the room, pericardial effusion was observed. After the procedure while confirming with the external ultrasound machine. Details of health hazard_cardiac tamponade. Physician assessment of the health problem non-serious (moderate/minor). Extended hospitalization_ no. Causal relationship with the product_unknown. Were any abnormalities observed prior to use of the product?none. Were any abnormalities observed during use of the product? None. The complaint product(s) will not be returned for analysis. The physician commented that it seemed the cti was rubbed while ablating it with a catheter (farawave). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).